Event description:
Procedure type: inguenal hernia repair. According to the reporter: according to the sales rep: the trocars valve fell apart during the procedure. The surgeon was able to complete the procedure with the defected product. (Bilateral inguinal hernia).

Manufacturer narrative:
(B)(4).